Event description:
It was reported that an elderly pt fell out of the bed. According to the risk manager, nobody actually witnessed the pt fall. Reportedly, the other pt in the room heard pt moan and signaled the nurse. It was reported that the pt was found lying on the floor and that the head end siderails were up on the bed but the footend siderails were not. Allegedly, the pt suffered multiple fractures: one arm, ribs and pelvis. The bed was inspected by the hospital's bio-med dept and found to be functioning properly.